Event description:
The initial report stated that during the attempt to high pressure inject 100% omnipaque contrast for an aortic endovascular repair of an aortic aneurysm, the end of the catheter broke while still within the patient. We were advised that the patient did not have any adverse consequences due to this situation.

Manufacturer narrative:
Eval: investigation of the returned used device found a rupture hole located 9cm from the proximal end of the catheter. A kink was also noted 91cm from the distal tip of the catheter. We can advise that our quality control personnel inspects this device 100%, prior to further processing. At this time, we are unable to determine with certainty why this difficulty may have been experienced, although it may be procedurally related. However, we will continue to monitor this product.